Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
A customer reported via phone call indicating a sudden loss of power on their insulin pump. The patient's blood glucose level was 115 mg/dl at the time of the call. The customer was informed that (B)(4) aaa alkaline batteries are most effective. The customer was assisted with the issue and was informed that the pump needed new batteries. The customer will insert new batteries and monitor the insulin pump for any further issues. The customer did not return the product back for analysis.